Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, though customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump with updated software.